Manufacturer narrative:
(B)(4). The damage found was sustained during the surgical procedure. The lead was otherwise normal. A lead tip stiffness test was performed and the lead was found to be within specification. (B)(4).

Event description:
It was reported that non-pacemaker dependent patient presented with sensing decrease due to lead perforation. Increases capture thresholds were also observed. Chest x-ray revealed a sharp bend on the lead of the distal coil. The lead was explanted and replaced. The patient was stable post-procedure.